Manufacturer narrative:
Product analysis reviewed a photo provided of the suspect syringe. Particulate was visualized within the photo. The product is unable to return for evaluation as it was discarded by the customer. Based on the limited information, we are unable to determine the root cause of the unknown particle. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The site reported the following: a radiologic technologist removed a syringe from the syringe kit packaging, spiked a bottle of contrast media and began to fill the syringe with contrast media. About 2/3 of the contrast was into the syringe when he noted 1 or 2 black flecks floating in the contrast. He stopped filling the syringe and took a photo of the black fleck. He then removed the syringe and discarded it. The syringe was never used for a patient.